Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the partial pressure of carbon dioxide (pco2) was reading high and they know the number was not accurate. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.